Manufacturer narrative:
The precice nail was removed and the patient was implanted with a trauma nail, without incident. The surgeon reported that the patient was non-compliant and had poor bone quality, which most likely contributed to the alleged incident. To date, the patient is doing fine and no negative outcomes have been reported. A review of the lot history record for the device and all components revealed that there were no deviations from the manufacturing process and that the products met all of the required quality inspections.

Event description:
A distributor reported that a surgeon alleged a patient's precice nail appeared to be broken after reviewing x-ray images. The precice nail had been implanted for over one (1) year and the patient had completed their lengthening treatment, prior to the alleged breakage.